Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damaged apical cuff holding tool was confirmed through the evaluation of the returned product. The apical cuff holding tool was returned in used condition. Examination of the returned apical cuff holding tool revealed that the handle was broken off from the apical cuff holding interface. The remainder of the device was unremarkable. The apical cuff holding tool was engaged to a test apical cuff and connected without issue. A specific cause for the damage to the apical cuff holding tool could not conclusively be determined through this evaluation. The device history records for the apical cuff holder lot #8034027 and apical cuff/tool kit lot #8029608 were reviewed. No deviations from manufacturing or quality assurance specifications were observed. This process includes visual inspection for physical damage at multiple steps throughout the fabrication process, including quality assurance final review. This issue was forwarded for manufacturing analysis. The manufacturing analysis did not find a specific root cause for the fracture on the apical cuff holding tool. A DHR review was performed and showed no observed instances of part cracking/damage nor any deviations from procedure. Additionally, multiple visual inspections are in place for the upstream apical cuff holding tool assembly, and there is no downstream processing within manufacturing that would have induced the observed damage. The heartmate 3 mini apical cuff kit IFU is currently available. The surgical procedures section of this IFU warns ¿do not use the device if it appears to be damaged in any way¿. This IFU also contains instructions for preparing the mini apical cuff and apical cuff holder, securing the mini apical cuff to the ventricle, and confirming hemostasis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the white plastic apical cuff holder (the piece where the apical cuff attaches to the long handle) broke while trying to attach the mini cuff to myocardium. The patient was stable.